Event description:
It was reported that during the implantable pulse generator (ipg) replacement, the physician evaluated the patient's right ventricular (rv) lead as it has shown increasing pacing threshold, high pacing impedance, and undersensing over the previous year. The rv lead function was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right ventricular (rv) lead impedance continues to increase for both unipolar and bipolar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.